Event description:
On (B)(6) 2025, the user completed training on the ilet insulin pump and connected to the device while their blood glucose (bg) was elevated. Shortly after training, the user experienced a falling bg event. The ilet alerted the user to the falling bg, and the user consumed carbohydrates. The user subsequently experienced loss of consciousness while driving and was involved in a motor vehicle accident. Emergency medical services (ems) responded and transported the user to the hospital. The user was treated for a concussion, facial lacerations, and loose teeth. The user was discharged from the hospital the same day. The lowest recorded bg was 39 mg/dl.

Manufacturer narrative:
The user reported a severe hypoglycemic event on (B)(6) 2025, confirmed by device data. The ilet was initiated at 3:42 pm with a starting cgm glucose of 330 mg/dl. Insulin was delivered in response to cgm glucose values as expected. Dosing was suspended at 4:32 pm, when cgm glucose was 253 mg/dl and trending downward. No further insulin was delivered prior to the event. A glucose falling quickly alert triggered at 5:08 pm, followed by low glucose and urgent low soon alerts at 5:18 pm, which were acknowledged at 5:19 pm. Cgm glucose fell below range by 5:27 pm. An urgent low glucose alert was triggered at 5:28 pm but not acknowledged. The user reported experiencing loss of consciousness and a motor vehicle accident; exact timing is unknown. No device malfunctions, dosing errors, or factory resets were identified in the engineering logs. Alerts functioned as expected. Device settings and alarms were consistent with factory defaults unless otherwise noted. Based on the available data, the ilet system and associated components functioned as intended.